Manufacturer narrative:
Novocure's opinion is that the contribution of the optune gio device to the fall cannot be ruled out. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm).

Event description:
A 59-year-old female with recurrent glioblastoma (rgbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's caregiver informed novocure that the device cord became wrapped around the patient's ankle and while attempting to assist the patient to sit down, they both fell. They were transported to the hospital but reportedly not admitted. Subsequently, the patient was placed in a medical facility due to physical limitations and difficulties with walking and movement. On (B)(6) 2025, the caregiver notified novocure that the patient had been hospitalized on (B)(6) 2025 and was waiting to be transferred to an assisted living facility. Optune gio therapy was temporarily discontinued with the plan to resume. Multiple attempts were made to contact the prescribing physician; however, no response was received.